Event description:
A customer reported to baxter (B)(4) an unknown amount of 500ml evacuated container in which particulate matter was observed after filling. The technician clarified that the evacuated containers were received at the facility with a small amount of sodium chloride. The evacuated containers were spiked with a medicare injection port fork (product code 1675615). The technician clarified that the injection port fork is used to allow the evacuated containers to be filled with multiple medications without compromising the sterility. After the evacuated containers were filled with an unknown amount of unknown medications, the pharmacist noticed 1/4 to 1/2 inch translucent "lint" like particles in the solution. The pharmacist could not provide the specific medications used because she has found the same particulate matter consistently across all medications when compounded in the evacuated containers. She could not provide an specific number of occurrences. The evacuated containers are used for administration purposes by the facility, and are preferred over the bags for larger volumes due to ease of use. There were no reports of patient involvement, patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample, however, the sample was received completely broken and therefore no evaluation could be performed. No assignable root cause could be determined. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required. This device is preamendment; therefore, it does not contain a us 510k number.